Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2016 was 1.7 mmol/l with no signs or symptoms of hypoglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. It was reported the patient's was recently off pump therapy and 12 units of long-acting insulin. The patient resumed pump therapy while long-acting insulin was remaining in their body. The patient had received 2.2 units of insulin via the pump. There was no indication or a device malfunction. This complaint is being reported because a use error contributed to an alleged health event.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 04/28/2017 with the following findings: the pump¿s black box data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. The alleged issue could not be duplicated.